Manufacturer narrative:
Citation: landt m et al. Impact of revascularization completeness on outcomes of patients with coronary artery disease undergoing tr anscatheter aortic valve replacement. Structural heart. 2019. 3(5):393-400. Doi: 10.1080/24748706.2019.1628378. Epub 2019 jun 28. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). Faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the outcomes in patients who underwent percutaneous coronary intervention prior to transcatheter aortic valve replacement (tavr). All data were retrospectively collected from a prospective tavr registry database between september 2007 and december 2016. The study population included 875 patients (predominantly female; mean age 81 years), 343 were implanted with medtronic corevalve or evolut r bioprosthetic valves. No serial numbers were provided. Among all patients, the 30-day all-cause mortality included 38 patients. No other details were reported. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: unspecified valve-related dysfunction requiring reintervention, coronary artery obstruction requiring intervention, spontaneous or peri-procedural myocardial infarction, stroke, moderate-severe prosthetic aortic valve r egurgitation, life-threatening bleeding, and major vascular complications. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.